Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the mounting arm is unable to bear weight of the monitor.

Event description:
It was reported that the mounting arm is unable to bear weight of the monitor.

Manufacturer narrative:
Alleged failure: per rep after two used the arm broke and wasn't supporting the weight. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be damaged tension screw or bushing . The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin: (B)(4).